Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient would like an "adjustment" for his implantable neurostimulator (ins). The patient had the ins for pain in his left leg but it never helped. The patient would like to be reprogrammed for pain in his back and no longer had pain in his leg. The patient's doctor stated the patient was implanted in 2011 and just recently he had spine surgery and now reported that the equipment was not working. The patient's doctor stated that he hadn't seen the patient in over a year. The doctor also stated the patient was looking for an epidural steroid injection.